Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation at this time. D1 - primary UDI number: unknown, e1 - title: unknown, e1 - postal code: unknown, e1 - phone number: unknown, e3 - occupation: unknown. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The lr-evn-9.0-rl was removed by manipulating it little by little in the coronary sinus (cs). After removal, pericardial fluid gradually accumulated, and blood pressure dropped from 80 to 50. However, it quickly recovered with fluid infusion and vasopressors. Cardiac tamponade was suspected, so drainage was considered. As there was not enough fluid to allow puncture, a request was made to the surgeon, who opened the epigastrium and performed drainage. It was thought that a partial thrombus had already formed and the bleeding had stopped naturally. There is likely damage somewhere in the cs, but the injury was caused by the product or by removing the lead, and the cause of the complication is not clear. There was no extension of hospital stay or disability.